Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damages or defects. Leak testing was performed on the gelseal cap and the trocar sleeves and the device functioned as intended and met current specifications. No leakage was detected from the gelseal cap and the trocar sleeves. The root cause could not be determined as engineering was unable replicate the leakage with the unit. Visual inspection is performed 100% on all gelpoint units during the manufacturing process. This document represents our final report.

Event description:
Lavh - "client inserts trocar to this device the location incorrect. Doctor reinserted trocar then found the gelseal cap cannot tightly seal and air leaked seriously." Patient status - "n/a."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.